Event description:
The report received from the study indicated that during the index procedure a procedural complication occurred. The patient was reported to have had a type a proximal dissection of the obtuse marginal target lesion. The dissection was noted after deployment of the cypher select plus 3.0 x 18 mm stent at 14 atm. The dissection was treated by implantation of an additional cypher select plus 3.5 x 13 mm stent at 12 atm. A satisfactory result was obtained. The stent was not post-dilated. The residual stenosis was 0%. The pre and post-procedure timi were provided. The patient was discharged the day after the procedure. The event was reported to be: mild in severity, not a serious adverse event (sae), unlikely related to the study device and a highly probable relationship to the procedure. The event outcome was complete and the subject's event outcome was resolved without sequel.

Manufacturer narrative:
The indication for the elective index procedure was unstable angina. The patient was reported to have two-vessel disease and had two-lesions treated during the elective procedure. The patient's left ventricular ejection fraction was greater than 50% (lvef>50%). No staged procedure was planned. Lesion #1-1: the target lesion was the mid right coronary artery (rca). The lesion was reported to be: vessel diameter 3.0 mm, 25 mm length, a 90% stenosis, de novo, irregular and type b2. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 10 atm. A cypher select plus 3.0 x 18 mm stent was implanted at 10 atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The pre and post-procedure timi flows were not provided. Lesion #1-2: the target lesion was an obtuse marginal (om) branch. The lesion was reported to be: de novo, 3.5 mm vessel diameter, 18 mm length, a 90% stenosis, concentric, and type b1. The lesion was pre-dilated with a 2.0 x 12 mm balloon at 8 atm. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.